Manufacturer narrative:
The product was returned by the customer and was evaluated. The returned product met adhesive strength specifications. The investigation results regarding both retain and returned samples indicate that this incident was not the result of product failure.

Manufacturer narrative:
The doctor reported that he will use a different product to replace the delaminated fillings in his patients. No product was returned for evaluation; therefore, retain samples were tested for adhesive strength and met product specifications. A review of the manufacturing records indicated that there were no non-conformances or variances during the manufacturing process and that the product met release specifications for adhesive strength. In addition, a review of complaint database trending indicated that no similar complaints were received regarding this product lot. These investigation results indicate that this was an isolated incident that was not the result of a product failure. Tested retain samples.

Event description:
On (B)(4) 2011 a doctor alleged that approximately fifteen (15) patients experienced the delamination of approximately twenty (20) fillings 6 - 7 months after placement with vertise flow. This MDR is the first of fifteen reports.